Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was implanted as a temporary pacing lead after system explant due to infection. This lead was later removed from the patient. Additional information was then received indicating the patient had expired approximately one month after the system explant procedure.